Manufacturer narrative:
(B)(4) the explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg moved in the pocket site and was sitting crooked. It was unknown if the ipg tilting was caused by the patient's weight loss. The patient underwent an explant procedure. No device malfunction was suspected.